Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 210 ohms. The impedances were in the 140-ohm range last december. The impedances are high but within normal limits. Technical services reviewed the device data and recommended an x-ray be done to check placement. The x-rays were performed and reviewed by two physicians. They both said the placement looked good. Technical services discussed the data with the clinic. Later, the doctor explanted the entire system and replaced it with a transvenous system. There were no additional adverse patient effects.